Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the investigation results and past findings, reasonably known information suggests potential causes is likely due to an electrical/electronic component problem failure. However, a definitive root cause pf reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during maintenance. There were no reports of patient harm.